Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 113 mg/dl and sensor reading was below 40 mg/dl. Customer stated issue has been reoccurring for two or three weeks with unknown blood glucose values. Troubleshooting was performed and customer was advised how to properly calibrate the sensor. Customer was advised monitor the sensor. The insulin pump is not returning for analysis.